Event description:
Information from clinical event summary report indicates that a patient who was implanted with apogee graft in 2007, was experiencing severe dyspareunia five months later. Additional information received in 2009 indicates that the graft was removed in early 2008, due to pain (dyspareunia). Information indicates this event is related to the device, but not the procedure. Two months later, the situation was resolved. Dyspareunia; good healing of vagina after removal of apogee no sexual activity yet.